Event description:
The lay user/patient contacted lifescan alleging that the ok button on his onetouch ultralink meter would not respond intermittently. At the time of troubleshooting, the button worked. There were no allegations of harm or injury.